Event description:
It was reported that a during a cardiac ablation procedure to treat atrial fibrillation, st elevation occurred following a pulmonary vein isolation (pvi) with pulsed field ablation and a cavo tricuspid isthmus (cti) with radiofrequency (rf) ablation, and that the patient also experienced coronary spasm. The st elevation was described as similar to baseline, and the baseline morphology was in fibrillation while the elevation was noticed following a cardioversion. Sinus rhythm was observed at the time of the spasm. A watchman device procedure was performed, and the st elevation was observed to return to normal. A nitrate was administered after the spasm, and the spasm resolved in less than 30 minutes after nitrate administration. It was further reported that during use of the mapping system, the coronary sinus channels intermittently switched to a distal-to-proximal organization during fast remaps, requiring repeated manual re-ordering, and this was reported to have no impact on the procedure. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00016 (serial: (B)(6); product type: mapping hardware; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the case was successfully completed. It was also reported that the cardioversions and the watchman procedure were planned as part of the procedure.